Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that on (B)(6) 2018, an infant required a central line for management of IV fluids. The doctor attempted to place an umbilical venous catheter (uvc) using a 5 fr dual lumen catheter (from another manufacturer, utah medical silicone product) and the uvc went toward the liver. A second 5 fr singe lumen uvc (covidien polyurethane) was placed next to the first uvc and went toward the liver. Both were unsuccessful for placement. This was confirmed by x-ray. The doctor removed the uvcs. A peripherally inserted central catheter (PICC) was attempted by the nurse practitioner (np) x 2 unsuccessfully. The doctor successfully placed a PICC. On (B)(6) 2018, the radiologist noted a foreign object on the x-ray and contacted the doctor. The radiologist was not sure if it was something in the x-ray field (safety pin on clothing, etc.). The doctor and the nurse practitioner reviewed all x-rays from the time of uvc insertion attempt, and found the tip broken on image 3 of 3 on (B)(6) 2018 @ 11:43:56 am during uvc placement. A foreign object was seen on (B)(6) 2018 @ 3:45:01 pm x-ray. The tip of the uvc was in the chest. The neonatologist thought it was piece of clothing item on the x-ray field or something the infant was lying on. An x-ray on (B)(6) 2018 revealed a foreign object in the chest. The doctor ordered a stat echo with uvc tip noted in stable position in the right atrium (non-agitating). Infant vss, in no acute distress on room air. Plan to transport infant to (B)(6) for removal of object. The customer further reported that it is not clear which catheter tip broke, utah medical silicone product or the covidien polyurethane.

Manufacturer narrative:
Submission date: 09/20/2018. An investigation was performed for the reported customer complaint: the customer reported that on (B)(6) 2018, an infant required a central line for management of IV fluids. The doctor attempted to place an umbilical venous catheter (uvc) using a 5 fr dual lumen catheter (from another manufacturer, utah medical silicone product) and the uvc went toward the liver. A second 5 fr singe lumen uvc (covidien polyurethane) was placed next to the first uvc and went toward the liver. Both were unsuccessful for placement. This was confirmed by x-ray. The doctor removed the uvcs. A peripherally inserted central catheter (PICC) was attempted by the nurse practitioner (np) x 2 unsuccessfully. The doctor successfully placed a PICC. On (B)(6) 2018, the radiologist noted a foreign object on the x-ray and contacted the doctor. The radiologist was not sure if it was something in the x-ray field (safety pin on clothing, etc.). The doctor and the nurse practitioner reviewed all x-rays from the time of uvc insertion attempt, and found the tip broken on image 3 of 3 on (B)(6) 2018 @ 11:43:56 am during uvc placement. A foreign object was seen on (B)(6) 2018 @ 3:45:01 pm x-ray. The tip of the uvc was in the chest. The neonatologist thought it was piece of clothing item on the x-ray field or something the infant was lying on. An x-ray on (B)(6) 2018 revealed a foreign object in the chest. The doctor ordered a stat echo with uvc tip noted in stable position in the right atrium (non-agitating). Infant vss, in no acute distress on room air. Plan to transport infant to (B)(6) for removal of object. The customer further reported that it is not clear which catheter tip broke, utah medical silicone product or the covidien polyurethane. The device history record (DHR) for the reported lot number 1700400141 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the manufacturing process, catheters are submitted to 100% pressure testing. Based on available information, it can be concluded the product was manufactured according to specifications. Communication attempts did not result in product return or additional information. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The customer also reported that it is unclear which catheter tip broke, as another manufacturer¿s catheter could have been utilized. The reported customer complaint is unable to be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. (B)(4). If information is provided in the future, a supplemental report will be issued.